Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the diluter of the coulter lh750 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a disconnected tubing at the y fitting at pinch valve vl 95 and vl 98. The fse found the stained blood shear valve 93/128 was not moving properly causing the tubing to be disconnected. The fse replaced the shear valve (93/128) and reconnected the loose tubing and resolved the issue. There was no further evidence of leaking. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).